Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ impella rp: ¿handle with care. The impella rp with smartassist system catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported that upon insertion of the introducer for impella rp delivery , the sheath was damaged as a result of the patient's thick skin. A new sheath was utilized from an unopened rp kit and the implant was successful.

Manufacturer narrative:
The investigation for delivery issues-use has been completed. The impella device was not returned for evaluation. The cause of the introducer damage issue was most likely use related since second sheath was inserted without issue.